Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. On (B)(6) 2012 the device failed due to a low battery. The history confirms the device was left in fault mode until an attempt was made to re-insert a depleted pad-pak on (B)(6) 2012. The problem with the device was attributed to a pogo-pin stuck in the device. The pad pak, which contains the electrodes and batteries, is labeled for a single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because a pogo-pin was stuck and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.